Event description:
It was reported that the arctic sun device gave alarm 81 (non-recoverable system error). After several reboot attempts the alarm persisted. Failed processor circuit card. Per sample evaluation results received via task on 15apr2025, it was reported that the during repair, it was observed that outlet monitor temperature (t1) and outlet control temperature (t2) were approximately 1 degree different from one another. Mixing pump motor had stripped threads.

Manufacturer narrative:
The reported issue was confirmed. The root cause was identified to be a failed tank harness. The device was evaluated upon receipt. The t1 and t2 were approximately 1 degree different. Replaced the tank harness. The device passed all applicable testing and is ready for use. The instructions-for-use are found to be adequate. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 81 (non-recoverable system error). After several reboot attempts the alarm persisted. Failed processor circuit card. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the during repair, it was observed that outlet monitor temperature (t1) and outlet control temperature (t2) were approximately 1 degree different from one another. Mixing pump motor had stripped threads.